Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and showed what appears to be over sensed electromagnetic interference (emi) of non-physiologic origin, without suspect of a lead issue. The patient also get alerts of low r wave amplitude. According to the field representative, a defibrillation threshold (dft) test was completed as the pacing threshold had increased. The dft was successful, and the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.